Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product identified a broken drape clip and a broken indexing handle. The unit was received in a pressurized state. A functional evaluation was performed with a known good battery and revealed the unit would intermittently try to re pressurize. The piston migration was checked and it registered at 2.67 inches, which is indicative of heavy hydraulic fluid loss. No excess oil was noted within the enclosures. The complaint was verified and the root cause is associated with the loss of hydraulic fluid through the joint seals over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the case the device stopped working. No patient injuries or delay were reported. Back-up device was not available.